Event description:
It was reported that, "resistance was met when clinician attempted to remove spring wire guidewire from the patient's right internal jugular vein. Once removed, clinician observed spring wire guide was frayed and coming apart. Spring wire guide was inspected by the clinician & noted to be fully intact. A second insertion was done, with an additional kit, & was successful". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4) the report that the guide wire was unravelled was confirmed through examination of the returned sample. The customer returned one guide wire assembly for evaluation. The catheter was not returned. The guide wire was unravelled and showed evidence of use. Visual examination revealed the guide wire is unravelled from the distal end. The core wire was separated towards (but not directly adjacent to) the distal weld. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the damage to the core wire and revealed that the point of separation was angled. Despite the damage, both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The combined length of the core wire measured 608mm via calibrated ruler, which was within the specification limits of 600mm-608mm per the guide wire product drawing which indicates the entire guide wire was returned. The guide wire outer diameter measured 0.790mm via calibrated caliper, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not returned. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage on the returned guide wire. Functional inspection of the catheter could not be performed as it was not returned. A manual tug test confirmed that the distal and proximal welds were secure and intact at their respective ends. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed on the guide wire and catheter, and no relevant manufacturing issues were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that, "resistance was met when clinician attempted to remove spring wire guidewire from the patient's right internal jugular vein. Once removed, clinician observed spring wire guide was frayed and coming apart. Spring wire guide was inspected by the clinician & noted to be fully intact. A second insertion was done, with an additional kit, & was successful". No patient harm or injury. The patient status is reported as "fine".